Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2013 allegedly due to cup loosening, pain and heterotopic bone formation. The cup and head were removed and replaced with a cup, liner and head. Additional information received from patient's legal counsel alleges that patient underwent left total hip arthroplasty on (B)(6) 2005 and right total hip arthroplasty on (B)(6) 2006. Subsequently, it is alleged that patient underwent right hip revision on (B)(6) 2013 due to a loose cup. Review of invoice history confirms patient's initial left procedure occurred on (B)(6) 2003. Patient¿s legal counsel reports allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and lack of mobility on both sides. Legal counsel reports the left hip has not been revised. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent left total hip arthroplasty on (B)(6) 2005 and right total hip arthroplasty on (B)(6) 2006. Revision operative report noted patient underwent a right hip revision on (B)(6) 2013 due to loosening of acetabular component. Revision operative report noted the presence of scar tissue and lack of bony ingrowth on the cup. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2013-01110 & 2014-07671 /-07673 /-07674).